Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that in the box of c0024015, there was one pouch of 4-0 mixed up. When compared to the different product, size 4-0, the thickness of the products seemed to be the same. Since the reported package and product are discarded already, there is no information of the complaint pouch. (We have no information whethere the label of the pouch was "3-0 product" or "4-0 product.). Additional information: according to the information from the customer, when the pouch of c0024015 was opened, the product packed inside was 4-0 product. Although as an initial information, the pouch was mixed up, but actually the packed product size was different from the package label. According to the customer, the thickness and size are totally different from 3-0 product. Also, when the customer used the different type of 4-0 product to compare to the actual complaint product, the thickness and size seemed to be the same. Samples of this case were received with related case 3003639970-2024-00076 to analyze both cases.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch. Two complaints received from the same end customer regarding the same issue. We manufactured (B)(4) units of this code batch and all products were mostly distributed in the market. There were (B)(4) units in stock in b. Braun surgical's warehouse that were analyzed when the complaint was received. - b. Braun's warehouse samples analysis: we have received 28 closed samples from our stock. We have checked all the closed samples received. All samples received have suture corresponding to the description. Diameter result conducted on the closed samples analysed is 0.304 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.250 mm< xave< 0.339 mm. Diameter average value is in the high range of ep requirements for usp 3/0 size. - customer samples analysis: we received the following samples from the customer: - 27 closed samples. - 5 open unused samples: 2 without support and 3 without primary packaging. We have checked all the closed samples received. All samples received have suture corresponding to the description. Diameter result conducted on the closed samples analyzed is 0.306 mm in average and fulfils ep requirements for this size and thread: 0.250 mm< xave< 0.339 mm. Diameter average value is in the high range of ep requirements for usp 3/0 size. Diameter results conducted on the open unused samples analyzed are: - 2 samples without support number 1 and 2 correspond to usp 3/0; individual values: 0.309 mm, 0.306 mm; fulfil ep requirements for this size and thread: 0.250 mm < xave. - 3 samples without aluminium pouch number 3, 4 and 5 correspond to usp 4/0; individual values: 0.243 mm, 0.249 mm, 0.243 mm; fulfil ep requirements for this size and thread: 0.200 mm <xave< 0.249 mm. Furthermore, thread raw material before to release were compliant with a xave diameter of 0.296, 0.293, 0.293 and 0.292 mm. Production records have also been reviewed and no other 4/0 monoplus suture have coexisted in any production point that could lead to the mix-up inside the first pouch. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the investigation included the review of the manufacturing processes, documentation, traceability, quality controls, raw materials, labelling and personnel training. All the reviewed data is compliant and there are no incidences registered. All the in-process controls and final quality controls results of the batches manufactured during the period close to the complaint batches fulfil specifications and are correct, as well as the process is properly validated and controlled. Finally, the only left root cause could be human error when handling the already cut thread before needle attachment as an isolated event. Final conclusion: considering that the samples received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.